Event description:
It was reported by the sales consultant that a patient with distal femur fracture was implanted with a 12 hole lcp (locking compression plate) condylar plate and screws. The patient experienced a nonunion at fracture site with two 4.5mm cortex screws broken in femoral shaft at the proximal end of the plate. The plate was intact. The plate and screws were removed along with the broken segments of cortex screws. No broken pieces remain in the bone. All intact screws were removed. The surgeon placed an im retrograde nail with locking screws to stabilize the nonunion site. This report is for unknown cortex screws. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown cortex screws. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.